Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was cut open to measure the hybrid current due to the device being part of the device is part of the low voltage capacitor advisory population described in the physician communication on june 23, 2006. After cutting the pacemaker casing open, one side of the 3 piece plastic retainer was removed. While removing the retainer, it was observed the u7 accelerometer nickel plate was broken. The device was tested and did not exhibit any low voltage capacitor symptoms, the broken u7 plate was likely due to handling.

Event description:
Boston scientific crm received information that this device was returned with no allegations. To date, no adverse patient effects were reported. During initial analysis, this device did not pass the automated testing performed for this model. The device has been sent on for detailed analysis.